Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. The nozzle unit for the o2 gas module was found defective and was replaced. No logs were provided and the replaced nozzle unit was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).